Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was foreign matter on device cannula/needle or any fluid path component. The following information was provided by the initial reporter. The customer stated: "when the nurse removed the needle cap, foreign matter was found in the cannula and IV shield.".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-11-08. H6: investigation summary bd received 1 sample and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. The foreign matter was sent for fourier transform infrared spectroscopy (ftir) analysis and the results show that the foreign matter on the IV cannula tip and inside the IV shield is protein. Based on microscopy analysis, few bicon-shaped particles of diameter around 6-8um were observed, which corresponds to the average diameter of red blood cells. However, it was not able to confirm if the foreign matter is blood because of its irregular shape and only a few were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was foreign matter on device cannula/needle or any fluid path component. The following information was provided by the initial reporter. The customer stated: "when the nurse removed the needle cap, foreign matter was found in the cannula and IV shield."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was foreign matter on device cannula/needle or any fluid path component. The following information was provided by the initial reporter. The customer stated: "when the nurse removed the needle cap, foreign matter was found in the cannula and IV shield."